Event description:
Caller reported a cartridge alarm 20, which occurred during the load process. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed the issue and arranged to send a new replacement pump, as the current one was covered under warranty. The customer was informed about using multiple daily injections as a backup therapy and instructed on necessary steps for returning the malfunctioning pump and setting up the replacement device.